Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "downstream occlusion sensor" which was confirmed and reproduced during evaluation via a constant downstream occlusion alarm. During evaluation the device would not restart when the occlusion was released. Evaluation determined the cause to be the downstream pressure plate gap, which was found out of specification. The downstream tubing guide was replaced.

Event description:
It was reported that a spectrum pump had a "downstream occlusion sensor" , which was clarified during baxter's evaluation as will not auto restart after downstream occlusion. It was also reported there was no patient involvement.